Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: customer's observation was not replicated in-house with retention product and return urine sample. Retention strips were tested in-house clinical hcg negative urine samples; all hcg results were negative at read time and met qc specification. No false positives were obtained. Return patient urine specimen (case (B)(6)) were tested with return strips, the test results showed hcg negative at 3-10 min read time and met qc specification. No false positive were obtained. Mfg batch record review did not uncover any abnormalities. No problem found.

Event description:
It was reported that on an unspecified date, the patient's urine was tested on the henry schein hcg dipstick and received a positive result. A qualitative test was performed and produced a negative result. The patient was determined to not be pregnant. No further information was provided.